Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited out of range pacing impedance values along with episodes of noise. The lead was explanted and replaced. The patient's condition was stable before and after the procedure.